Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012, reporting that the patient experienced a blood glucose of hi on the meter (over 33 mmol/l) and tested positive for urine ketones. The reporter indicated that the patient was sick with a fever the previous day but that the patient did not seem to be sick anymore. The reporter stated that the patient's blood glucose did not appear to be responding to boluses from the pump but that blood glucose levels were decreasing with injections. Customer support advised the reporter that the blood glucose appeared to be related to being sick and possible site issues and offered to replace the pump. The reporter emailed animas the next day and indicated that the pump was left running overnight and confirmed that it was delivering insulin as the reporter indicated that there was a pool of insulin at the end of the tubing. The reporter stated that she did not wish to return the pump at this time in case it was just an issue with being sick or possible site absorption issues. This issue is reported based on the allegation that the pump may have contributed to the patient's hyperglycemia.